Manufacturer narrative:
Based on available information, the root cause of the intra-operative complication of injuring the patient¿s bladder was due to the patient¿s pre-existing conditions of a large amount of adhesions from the colon attached to the peritoneal/posterior side of the bladder as well as the surgeon¿s technique. There is no evidence or allegation that an intuitive surgical inc. (Isi) device caused or contributed to an adverse event. Therefore, there are no isi devices expected to return for evaluation. Should additional information become available, a supplemental MDR will be submitted. A system and instrument log review was attempted but unable to fully complete due to lack of confirmed system and procedure detail on file. Video clips for the reported event were available for review: requested and received box link from data analytics for the video recording of the procedure that was recorded as viewed via the crc form. Requested video review from an isi clinical development engineer (cde). An isi cde conducted video review and found that it was not possible to observe the exact cut or cautery application that may have contributed to the creation of the perforation. It was confirmed that there were a lot of adhesions that the surgeon had to take down prior to mobilizing the colon. Also, a review of the site¿s complaint history identified no other complaints related to this product/event. This complaint is considered a reportable event due to the following conclusion: it was reported, via an internally submitted complaint reporting checklist (crc) form video review, that during a da vinci-assisted unspecified procedure, the surgeon unintentionally cut a small hole in the posterior side of the bladder during the mobilize colon task of a dvp procedure. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is not applicable because the product is not implantable. Field is blank due to insufficient procedure information field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported, via an internally submitted complaint reporting checklist (crc) via internal video review, that during a da vinci-assisted unspecified surgical procedure, the surgeon unintentionally cut a small hole in the posterior side of the bladder during the mobilize colon task of a dvp procedure. There were a large amount of adhesions from the colon attached to the peritoneal/posterior side of the bladder. During the separation/clearing of the adhesions, the surgeon cut into the bladder revealing a small hole where the catheter can be seen after the adhesions have been removed. The surgeon repaired the bladder with an unknown amount of sutures. Although the bladder injury occurred, the intra-operative complication of injuring the patient¿s bladder during the dissection/removal of dense adhesions was secondary to the patient¿s pre-existing conditions as well as the surgeon¿s technique. The procedure was completed as planned. There was no allegation of a product issue leading to the injury. There was no allegation or evidence that a malfunction of a da vinci system, an instrument, or an accessory occurred during the surgical procedure.